Event description:
According to the provided device imagery, the distal tip of the sheath is torn radially and separated. The torn, separated distal tip appears wrapped around the inflow side of the crimped valve on the inflation balloon.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: device code(s), investigation findings, investigation conclusions and h11 have been updated. Additions to sections b5 and h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided device imagery revealed the following: sheath distal tip torn radially/circumferentially and separated (appears wrapped around the inflow side of the crimped valve on inflation balloon), and valve aligned over balloon with possible detached sheath tip lodged on the inflow side of valve. In this case, the complaints of unable to track system through anatomy was confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests patient factors (tortuosity) likely contributed to the event as it was reported that the patient exhibited severe tortuosity. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during tracking/crossing. In addition, the complaint of inability to withdraw system with valve through sheath was confirmed based on the provided imagery. Available information suggests procedural factors (residual fluid left in the balloon, damaged sheath) likely contributed to the event. These two factors can potentially increase the balloon and crimped valve profile, cause further resistance, and result in difficulties withdrawing the system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra valve in the native aortic position, the system was unable to advance past the abdominal aorta due to anatomical tortuosity. As the delivery system (with loaded valve) could not be pulled back into the sheath, a surgical cut-down of the femoral artery was performed, and the devices were removed. A balloon angioplasty was then performed. Per report, the patient remained stable through the procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
During an administrative review of the complaint file, it was identified that the manufacturing (mfg.) Report number was not included. A supplemental MDR is being submitted to reference the mfg. Report number. An additional report related to this complaint is also being submitted; this submission represents 2 of 1 for this complaint.